Event description:
It was reported that the patient with an unknown sling underwent surgical intervention to implant an artificial urinary sphincter (aus) device for unknown reasons. There were no patient complications.